Event description:
It was reported that during a thermal balloon ablation procedure, the maximum temperature reached was 80 degrees celsius. Four catheters were used but the maximum temperature achieved was 80 degrees celsius. D&c and a hystersocopy were performed. The procedure was extended approximately 1 hour and 50 minutes.